Event description:
Customer reported hospitalization due to diabetes ketoacidosis. It was noted that the customer's blood glucose readings were 582 mg/dl prior the hospitalization and it took a couple days to bring them down. Customer was treated with insulin drips and manual injections at the hospital. Customer stated that they returned home and the blood glucose readings are increasing again. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The alarm history was reviewed and a no delivery alarm was noted in the alarm history. Customer stated that the alarm was caused by an occlusion in the past. Furthermore, it was noted that the basal rates were changed by the endocrinologist. Customer also mentioned that the white cap on the reservoir fell out and insulin was lost. Customer's blood glucose reading at the time of the call was 193 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.